Event description:
It was reported that stent moved on balloon occurred. The 60% stenosed target lesion was located in the mild tortuous and moderately calcified iliac artery. A 7.0x40x135 cm express ld was selected for use. During the procedure, the stent was inserted through a bsc 11cm 6f sheath. It was noted that the stent could not cross the tight lesion. The stent was removed. The artery was pre-dilated with a bsc .035 balloon 5x40 successfully. The ld stent was reinserted through the sheath and crossed lesion. However, once the stent was position across the lesion, it was noted that the stent was halfway slide back on the its balloon. The sheath was removed and the ld stent catheter was removed from the body fully intact with balloon and stent 100% and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the express ldwas returned for analysis. A visual examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted with the balloon. The device was received without the stent attached to the balloon. A visual and tactile examination identified multiple shaft kinks. A visual and tactile examination identified no issues with tip of this device.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent moved on balloon occurred. The 60% stenosed target lesion was located in the mild tortuous and moderately calcified iliac artery. A 7.0x40x135 cm express ld was selected for use. During the procedure, the stent was inserted through a bsc 11cm 6f sheath. It was noted that the stent could not cross the tight lesion. The stent was removed. The artery was pre-dilated with a bsc .035 balloon 5x40 successfully. The ld stent was reinserted through the sheath and crossed lesion. However, once the stent was position across the lesion, it was noted that the stent was halfway slide back on the it's balloon. The sheath was removed, and the ld stent catheter was removed from the body fully intact with balloon and stent 100% and the procedure was completed with another of the same device. There were no patient complications as a result of this event.